Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had high impedances on both their l2 and l3 leads (related manufacturer reference number: 1627487-2024-09874). As a result, the patient underwent surgical intervention on (B)(6) 2024 to address the issue. During this procedure, the l3 lead was unable to be replaced due to challenging anatomy (related manufacturer reference number: (B)(4)).